Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical services treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had assistance from ems (emergency medical services) for hypoglycemia. The patient's blood glucose levels decreased to 28 mg/dl while driving resulting in her having a car accident while wearing the pod. The patient was treated at the scene of the accident with IV (intravenous) glucose.